Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. Explanted: na. This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Work order search: no similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -5.0/+1.5/097 (sphere/cylinder/axis), in the patients right eye (od) on (B)(6) 2018. The patient experienced a refractive surprise. The lens had rotated and was re-positioned on (B)(6) 2019. The lens again rotated on (B)(6) 2019 and was re-positioned. To date the lens remains implanted and is in a stable position but there is still a refractive surprise. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.